Event description:
It was reported that during treatment of heavily calcified mid circumflex artery, a diamondback coronary oad was used with a viperwire advance guidewire. A non-abbott guidewire was initially used to exchange for the viperwire guidewire. During removal, the distal radio opaque .014 tip of the guidewire became dislodged. The tip remained in-vivo and several snares were used in attempts to remove the fragment, but was eventually retrieved using a non-abbott snare. There was no issue with the oad. The physician does not have any concerns about potential long-term risk outcomes. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is likely that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: a3b.

Event description:
It was reported that during treatment of heavily calcified mid circumflex artery, a diamondback coronary oad was used with a viperwire advance guidewire. A non-abbott guidewire was initially used to exchange for the viperwire guidewire. During removal, the distal radio opaque .014 tip of the guidewire became dislodged. The tip remained in-vivo and several snares were used in attempts to remove the fragment, but was eventually retrieved using a non-abbott snare. There was no issue with the oad. The physician does not have any concerns about potential long-term risk outcomes. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.